Manufacturer narrative:
Additional manufacturer narrative: copies of the patient's medical records were received which support the initial report of perivalvular leak (pvl). The records indicated that this patient had undergone aortic valve replacement (avr) 2 months prior for aortic valve endocarditis. Postoperatively, he underwent transesophageal echocardiogram which demonstrated severe pvl with suspicion of prosthetic valve endocarditis. The patient agreed to reoperative surgery. Operative findings: there was a large area of dehiscence involving the previously present right coronary and noncoronary cusps, which was the area greatest destruction at the time of the previous avr. The explanted device was replaced with another edwards bioprosthetic valve. The patient was able to be discharged on (B)(6) 2013. Based on this information, there is no change in the original conclusion os this case. It appears that the patient's leak was likely caused by the developing endocarditis. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 months perivalvular leak with other signs suggestive of prosthetic valve endocarditis. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, it was reported that there were signs sugestive of prosthetic valve endocarditis. Although the root cause of this event cannot be confirmed without the sample device, it appears that the patient's leak was likely caused by the developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.